Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving unknown drug via an implantable pump. The indication for use was non-malignant pain. It was reported that upon interrogation today the rep saw code 108 (pump memory error, catheter information lost) and the manufacturer's technical services specialist (tss) reviewed to locate the catheter information from previous reports and re-enter it. Tss did not have further explanation on what could have caused that code/alert, so tss sent email to engineering for more information if possible. The rep stated that the report from previous update showed correct model number entered. Engineering stated that if the catheter memory in the pump is not the same as what was expected, the software displays the 108 error code and prompts reentry of the catheter data. There were many potential causes of the pump memory error, but the most likely cause of the pump memory error was catheter memory corruption due to bit flips, a memory error where the bit state unintentionally flips from 0 to 1 or vice versa. The patient weight was asked but unknown. To resolve the error, rep cleared the error, continued with the workflow, and reentered the catheter data from a previous pump report. The pump memory error was resolved after updating the pump.